Event description:
It was reported that there may be a potential fracture on the ventricular lead, lead impedance was high, threshold pulse width had increased, and nine ventricular tachycardia monitor episodes had occurred. It was also reported that, with isometrics, the caller did not observe any oversensing. The caller indicated that they will monitor the patient more closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.